Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited decreased battery voltage. The device was returned for analysis.